Event description:
The pt is a 60 yr old white female who initially had augmentation in 12/86 using a silicone gel-filled implant. Both these implants got hard requiring a replacement in 12/87 with polyuethane-covered replicon 195 gram implants. The pt developed a lot of pain after surgery. She also developed joint pains in the right arm & shoulder with greater pain in the breast on the right side, also fatigue dry eyes, & neurocognitive changes. On physical examination, the pt has class iii capsular contracture. Both xerograms show intact implants. As a result of systemic symptoms that may be associated with silicone as well as capsular contracture with pain, it is medically necessary to remove both implants.